Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix distorted/bent; full lead returned and analyzed. Blood was also noted in/on the helix mechanism, and the lead exhibited apparent implant damage.

Event description:
It was reported that during the implant attempt, the first lead positioning resulted in bad detection. The helix was unscrewed and retried, in an attempt to obtain a better position, but good detection was never obtained. The lead was removed from the patient, and it was noted that the "helix mechanism was completely distorted," and the physician "never pulled hard on the lead." The lead was not implanted and was replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be fine.

Event description:
It was reported that during implant attempt, the lead was repositioned several times with poor sensing values. The lead was removed from the patient and it was noted that the 'helix mechanism was completely distorted.' It was stated the physician 'never pulled hard on the lead' and said 'the extension of the helix is quite dangerous for the heart'. The lead was not implanted and was replaced. The patient outcome was noted as 'fine'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.